Event description:
During an unrelated device exchange procedure, when reviewing previous reports, noise resulting in oversensing and inappropriate mode switching was noted on the right atrial (ra) lead. During the procedure visual inspection of the right atrial showed no anomalies, no intervention was performed on the right atrial lead. The patient was stable and will continue being monitored.